Manufacturer narrative:
Corrected: (initial aware date = 01feb2019). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was loss of capture in the left ventricular (lv) lead in one vector. The lead was reprogrammed to a different vector in which the lv captured. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.